Event description:
One year after breast implants rptr became very ill. She was bedridden for a year and diagnosed with unknown "viral syndrome", chronic fatigue, possible ebv (cause of illness unknown), swollen lymph glands, debilitating fatigue memory loss, coordinating problems and many other symptoms lasting to present day. Implants removed 12/94 with "severe leakage" of both implants; outer layer sticky, tacky, etc.